Manufacturer narrative:
The affected device was returned to the manufacturer and received on 08 may 2026 for evaluation. Investigation is in progress. A supplemental report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2026, during a spinal fusion procedure, the reporter experienced difficulty using a modular plate compressor to secure a plate to an implant. Multiple attempts were made using additional implants and plates; however, the condition persisted. An alternate instrument from a different instrument set was obtained and successfully used to complete the procedure. The event reportedly resulted in an approximate 30-minute surgical delay, prompting this report. The procedure was completed successfully with no reported patient injury or adverse clinical outcome.